Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the 14-years-old female child patient faced blockage at site. No further information available.